Manufacturer narrative:
This report is submitted on june 04, 2024.

Event description:
Per the clinic, the patient was treated with seven rounds of injectable steroid (three known specific dates are (B)(6) 2022 and (B)(6) 2024) due to thick skin flap.